Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 700 mg/dl. Diagnosed diabetes ketoacidosis. Customer had flu like symptoms one week before hospitalization. Customer complained of nausea, vomiting, excessive urination and excessive thirst. The sensor glucose readings were off over 100 points. Hospital treated with insulin drip. Nothing further reported.